Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings.on investigation, the battery compartment was found to have cracked from the top the case seal. The top of the battery cap was also stripped and unable to fasten properly on to the pump. Using a test cap, the pump powered up to a dim and discolored display screen. Review of black box data found time/date was reset to default after power-on-reset event. During evaluation, the pump would not retain the user programmed time/date settings when the primary aa battery was removed. Investigation revealed that the internal clock battery on the printed circuit board malfunctioned. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the battery cap was damaged and the display was dim/discolored. This report is made based on results of investigation completed on (B)(6)2016.